Event description:
Five patient samples with discrepant sodium results. Patient 1, initial result gave 131 mmol/l; repeated twice giving 131 and 137 mmol/l. Patient 2, initial result gave 127 mmol/l; repeated twice giving 128 and 136 mmol/l. Patient 3, initial result 131 mmol/l; repeated twice giving 131 and 140 mmol/l. Patient 4, initial result gave 127 mmol/l; repeated twice giving 127 and 136 mmol/l. In 2008: patient 5, initial result gave 133 mmol/l; repeat gave 140 mmol/l. Erroneous results were not reported. Although the exact root cause was undetermined, the field service representative noted he replaced the sodium electrode. Performance tests were performed.